Event description:
This medwatch report is being filed due to an increase in customer complaints for controls out of range, calibration errors, and discrepant pt results observed on the axsym troponin-I adv assay. Additionally, customers noted the presence of elevated calibrator a rates when reporting complaints. To date, the issue is attributed to the axsym matrix cell lot 37618q100 used at customer sites. A recall was issued and reported under 21 cfr 806 to the FDA san juan district on sept 21, 2006. FDA has advised us that this is a class I recall. Abbott has not received any reports of adverse events related to the affected lot of axsym matrix cells.

Manufacturer narrative:
This is a final report. An investigation is in process.